Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. On an unknown date the patient was treated with unspecified antibiotics. The cause of the peritonitis was unknown. At the time of this report the patient remained hospitalized; the peritonitis event was on going and improved. Additional information was requested, but is not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13f05068, h13g18044, h13i04032, h13d30020, h13h20055 and h13h30047 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).